Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "plaques in the throat" and edemas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of "plaques in the throat" and edemas as follows: contra-indications "do not inject juvéderm volbella with lidocaine into the eyelids. The application of juvéderm volbella with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area." Undesirable effects. "The patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported patient was injected to the dark circles with juvéderm volbella with lidocaine and to the cheeks and chin with unspecified juvéderm voluma. Fourteen months later patient developed "plaques in the throat". The next day patient developed "edemas in the dark circles". No medical or surgical intervention noted. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00889 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm volbella with lidocaine.